Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/09/2015 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, battery compartment cracks were found at the threads above the grip pad and at the case seal below the grip pad. The bolus button cover was damaged while the button was responsive. Removal of the bolus button cover did not find any anomalies with the bolus button assembly. The keypad button cover was found detached from the base while all the buttons were responsive. Removal of the keypad cover did not find any contamination under any of the button contacts. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the battery compartment was cracked at a couple of places. This report is made based on the results of investigation completed on 12/09/2015.